Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. The patient information, event date and lot number were not received at the time of this report. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
They had an event with a hydrophilic zipwire. The outer coating slipped off totally and was retained in the patient. All was retrieved and there was no harm to the patient.

Manufacturer narrative:
The device was not received for analysis, therefore; no physical analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device instructions for use (dfu) states in the indications for use, "the zipwire hydrophilic guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. The zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use." The dfu warnings also state "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." Based on the information provided, procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
Additional information received via user facility medwatch report number: (B)(4). A patient undergoing central venous line placement, very difficult procedure due to the prior central venous line history, with short bowel syndrome. During the procedure, the left internal jugular vein was accessed percutaneously. Due to central venous stenosis, a zipwire hydrophilic guidewire (150 cm straight tip 0.025in, lot 10995369) was used. While maneuvering the wire, the coating of the wire was sheared off remaining within the patient. The black outer coating peeled off and was now a foreign body within the patient. This was visualized on fluoroscopy and ultrasound to be within the left internal jugular vein itself. This was removed entirely through an already present incision which was enlarged slightly to accommodate retrieval of the foreign body. The fragment was removed entirely under direct visualization. Fluoroscopy confirmed complete removal. There was no blood loss or injury to the patient attributable to this event other than enlarging slightly an already present incision. Additional information was received via email by the distributor on september 29, 2018: as per contact, "the patient was having a central line placed in the neck, and they had the wire feeding through the needle. As they tried to re-maneuver it, it got cut by the needle. So it was determined that it was not a wire issue, it was an operator issue."